Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. The user reported a blood glucose level of 139 mg/dl. Reportedly, the user would continue to use the pump until replacement pump is received. Additionally. It was confirmed that the user had an alternate method of insulin delivery available.